Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of the investigation performed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:investigation revealed the display was dim and discolored. (B)(6).